Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the extension line was torn during placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. The extension line appeared to have been cut by some sharp blade visually." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported, "the extension line was torn during placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. The extension line appeared to have been cut by some sharp blade visually." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one, single-lumen catheter for analysis. Signs of use were observed on and within the catheter. Visual analysis revealed the extension line was separated/cut towards the middle of the extrusion. Microscopic analysis confirmed the damage, and the edges of the cut appeared smooth and uniform which is consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc.). The cut in the extension line measured 32 mm from the juncture hub. The extension line outer diameter measured 2.21 mm, which is within the specification limits of 2.13-2.21 mm per extension line extrusion product drawing. The extension line inner diameter measured 1.47 mm, which is within the specification limits of 1.42-1.50 mm per extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed through complaint investigation of the returned sample. Visual inspection revealed the extension line was cut towards the middle. The edges of the cut were smooth and appeared consistent with contact with a sharp instrument (i.e. Scalpel, scissors, etc.). The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.